Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of myopotential noise in the secondary vector. Isometric movement testing was performed in clinic which was able to reproduce the noise. The primary vector had small r-wave amplitude while secondary and alternate had noise. Technical services (ts) suggested reprogramming to the primary vector at 2x, with a conversion test and verify lead position. No adverse patient effects were reported. Currently, this s-ICD system remains in service.